Event description:
Reporter alleged blood glucose device generated a result outside the reading range of the meter. Customer stated meter read 700 mg/dl however, customer stated not having any symptoms at the time of the reading. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.